Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was noted to be depleting quickly. When the pump was plugged into a power source, the pump did not recognize the power source. The customer reported that the battery depleted from 50%-5% immediately. During troubleshooting with tandem technical support review of the pump data revealed that the battery gauge dropped suddenly from 40% battery life to 5%. There was no reported impact to the customers blood glucose level. It was indicated that the customer would continue to use the pump until the replacement arrives.